Event description:
It was observed that during the device evaluation, the colonovideoscope exhibited the lens has foreign material. There was no patient involvement.

Manufacturer narrative:
The device was returned to olympus for inspection and the reported failure was confirmed. A root cause could not be identified. Based on the results of the investigation: it is likely the following led to the malfunction: the most probable cause of the complaint "buckled tube" was traced to component failure indicating expected or random component failure without any design or manufacturing issue. In addition, the following reportable malfunctions were identified during the device evaluation: grainy image should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.